Manufacturer narrative:
No product was returned for investigation. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The cause of the bleeding is determined to be patient condition because of the bleeding from non impella locations. The cause of the epistaxis was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The user facility reported a patient had impella 5.5 smartassist implanted and small right axillary incision with small hematoma. Jackson-pratt drain (jp) placed, anti-coagulation on hold. Jp tube had intermittent drainage in various amounts. Wash out of right axillary impella access site completed 5 days post implant. Reported to have epistaxis and oral bleeding being managed by ear, nose, and throat (ent).